Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter, in their right eye (od). The patient reported needs reading glasses. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.